Manufacturer narrative:
Patient age at time of event: (B)(6) of age or older. (B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 catheter with no other devices. Visual and tactile analysis noticed 2 separations on the catheter shaft. One at 1cm from the strain relief and 1 at 81cm from the strain relief. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product.

Event description:
It was reported that a catheter break occurred. A fetch®2 catheter was selected for a thrombectomy procedure through a non-bsc guide catheter, target lesion details are unknown. The shaft broke in half inside the guide. They removed the guide and the fetch2 catheter was inside the guide. They removed everything from the patient and used a different device to complete the procedure. No patient complications were reported and the patient's condition was reported as "fine."